Event description:
Catheter could not be visualized beyond the pt's shoulder with x-ray. Radiopaque dye was introduced to visulaize the catheter tip. Used same x-ray settings as for bard groshong catheter with radiopaque stripe & tip. Catheter from same lot was tested for radiopacity with acceptable results, x-ray may not have been at appropriate intensity.